Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12. Impact to blood glucose level was unknown as the caller declined to answer whether it exceeded 500 mg/dl. Technical support assisted the caller with resetting the pump and provided pump reset information. Customer was instructed to continue using the pump and advised to call back if the issue recurs. No additional information was received regarding the outcome of the event.